Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred approximately two to three minutes into a patient¿s hemodialysis (hd) treatment. It was reported that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alarm. The blood leak was visually observed in the dialysate compartment of the device. Blood leak test strips were not used. The device was inspected for damage prior to use and nothing obvious was noted. The patient¿s blood was not returned; their estimated blood loss (ebl) was approximately 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient successfully completed their treatment with a new setup on a different machine. The complaint device was not available to be returned for a physical evaluation as it was reportedly discarded by the user facility.